Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the patient¿s cgm repeatedly alarmed, displaying glucose values of approximately 40 mg/dl. The patient self-treated with 12 glucose tablets, honey, and an orange; however, cgm readings continued to indicate hypoglycemia. The patient reported no associated symptoms. At an unspecified time later, the cgm displayed a brief sensor error. The patient¿s wife contacted emergency services, and the patient was transported to the emergency department (ed). Upon arrival at the ed, a bg meter reading indicated a value near 400 mg/dl, while the cgm continued to display readings of approximately 40 mg/dl. The patient was hospitalized for three days. No additional patient or event details were obtained, as the call was disconnected. Attempts to recontact the patient for further information were unsuccessful. At the time of reporting, the patient was reported to be ¿fine.¿ no data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.